Event description:
The customer reported that after pipetting an hbsag plate on summit, the technician observed that no reagent was pipetted into wells b1, c1 and d1 of the microwell plate. No error was generated. No death or serious injury was associated with this incident.